Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed downstream occlusion too late. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibrated specification downstream sensor, which could not be calibrated. The downstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion too late during testing in the biomedical service department. There was no patient involvement. No additional information is available.